Manufacturer narrative:
(B)(4): added additional information the device was received with the electrode missing not returned. The ceramic is missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Because of the missing electrode we were unable to test the full functionality of the instrument. The instrument was disassembled and evidence of electrode was found on the active rod. It is possible that a replace light was noted during usage with the jaw damaged in this manner. This was not confirmed during complaint analysis.

Event description:
It was reported that during a lap sigmoidectomy, the electrode peeled away. It was still attaching to the jaw. Another device was used to complete the case. There were no adverse consequences to the patient. The sales rep commented that the target tissue was not thick. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.